Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a smartsite valve broke when the user was trying to disconnect a "hydrocort succ" syringe in order to flush the IV.

Manufacturer narrative:
The customer¿s report of broken smartsite cap was confirmed. Visual inspection of the valve noted that the clear luer lock body was welded to the female luer adapter and broken/cracked with the broken piece of the clear body still remaining within the fla. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point of the damaged clear body. No additional stress markings were observed on the rest of the valve component. Functional testing was not performed on the valve due to the obvious damage. The probable cause of the observed damage to smartsite component has been identified to be lateral force exerted during disconnection of the smartsite valve from a mating component.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer provided a carefusion representative with a sample from an unknown model and reported that it broke at an unspecified location when "trying to disconnect hydrocort from smartsite so I could flush." There is no report of any patient harm.